Event description:
On 10/29/86 a aus was implanted. On 11/6/86, 11/13/87 and 6/18/91 the cuff was revised. On 7/1/97 co received information that the entire device was removed from the patient due to infection, date not indicated. Ams has requested additional information.